Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patient's intrinsic ventricular tachycardia (vt) to ventricular fibrillation (vf). Another shock was delivered, which converted the rhythm. Additionally, this device exhibited minute ventilation (mv) artifact on the right atrial (ra) lead channel. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) accelerated the patient's intrinsic ventricular tachycardia (vt) to ventricular fibrillation (vf). Another shock was delivered, which converted the rhythm. Additionally, this device exhibited minute ventilation (mv) artifact on the right atrial (ra) lead channel. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No additional adverse patient effects were reported.